Event description:
Affiliate reported that the ventricles of the patients brain became enlarged. The doctor tried to change the pressure lower, but the device would not reprogram the pressure. It was also noted that the abdominal catheter detached from the valve. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected and a cut in the silicone housing was detected, also it was noted that the distal connector was crushed, which is probably why the catheter fell off. It might be that the connector was clamped to tight causing the crushed condition. This however could not be confirmed. The valve was tested and passed all tests with the exception of the pressure tests, which could not be conducted due to the cut in the silicone housing. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.